Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, on the afternoon of 26 august, while preparing for tube placement at the bedside, the placement nurse opened the puncture sheath in preparation for placement and found that the grey tearable sheath front of the puncture sheath was ruptured and unusable and replaced with a new kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the second photograph showed the tip of the sheath was damaged. A split and some plastic deformation were observed in the material at the distal tip of the sheath. However, no distinguishing features could be discerned from the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, on the afternoon of 26 august, while preparing for tube placement at the bedside, the placement nurse opened the puncture sheath in preparation for placement and found that the grey tearable sheath front of the puncture sheath was ruptured and unusable and replaced with a new kit. No other information was provided.